Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with connector pin measuring 5.9 cm was returned for analysis. Final analysis found insulation degradation was noted at 4.1 cm to 4.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.